Event description:
It was reported that the ventilator "went down" and the pt arrested. The pt signaled that he needed to be suctioned. When the nurse returned with the supplies, the pt's eyes had rolled back. The nurse suctioned the pt. The pt was manually ventilated and 911 was called. The pt was transported to the hospital. That same day, the pt was doing fine and appeared to be stable.

Manufacturer narrative:
Na